Event description:
It was reported that the patient had redness and puss around the device pocket. Antibiotics were attempted but symptoms did not resolve and the device and leads were removed due to the infection. A reimplant will be performed once the infection has resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.